Event description:
An online obituary was found indicating that the vns patient passed away on (B)(6) 2012. Follow-up with the funeral home revealed that the patient died from a myocardial infarction. The patient¿s device was not explant prior to burial; therefore, no analysis can be performed.

Event description:
An emergency room (ER ) log for the patient was received. The patient presented to the ER pulseless via ems who had administered CPR. The symptoms occurred just prior to arrival. The patient was intubated and given meds and CPR in the ER. The patient was then pronounced dead as resuscitation attempts were unsuccessful.